Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of lo blood glucose test result. Expected fasting blood glucose test result range is 110 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed spec since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 05/23/2015 and open vial date is (B)(6) 2015. Meter memory not recalled. Adverse event not reported.